Event description:
New information received indicates that the patient's right ventricular lead was over-sensing noise.

Event description:
It was reported that patient presented for a clinic follow up, the right ventricle (rv) lead exhibited noise resulting in oversensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.